Manufacturer narrative:
Concomitant: product type lead, product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), (B)(4).

Event description:
The patient reported that she turned stimulation off last night and felt stimulation this morning. Button use and icons were reviewed with the patient and the patient indicated she had groups a-f. The patient was going to monitor if this happens again and check therapy status. Follow-up was being conducted to determine any troubleshooting was performed, actions/interventions taken/planned, and cause. If received, a supplemental report will be submitted. Indication for use included non-malignant pain.